Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a battery failure ws confirmed during product evaluation. The assignable cause was battery depleted to low levels. The main batteries were replaced to correct the reported condition. The user software version is 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with a battery failure. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.